Manufacturer narrative:
H3: ge healthcareâ s investigation has been completed. The affected probe was returned and evaluated for structural integrity, functionality, and safety. It met all acceptance criteria and was deemed structurally intact and safe for use, including deflection functionality. No malfunction or sharp edges were identified. No root cause related to design or manufacturing was found. The most probable cause is pharyngeal or esophageal injury during probe manipulation, a known and documented procedural risk outlined in the instructions for use under â risks related to esophagus injury.â ge healthcare's risk assessment determined that the existing mitigations reduce the risk as far as possible. The affected probe was replaced, and no further actions are planned by ge healthcare.

Manufacturer narrative:
Legal manufacturer: hcs horten - strandpromenaden 45 norway horten vestfold, n-3183. A1, 2, 3, 4, 5, 6: patient information not provided due to country privacy laws. D2 common device name: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
During a medical evaluation for a minimally invasive tricuspid valve replacement procedure, three unsuccessful attempts were made to insert the probe without a laryngoscope. Following the unsuccessful attempts, a laryngoscope was used, and the probe was introduced successfully. After the exam, the patient started having pain when swallowing, which got worse over time. The patient also had trouble breathing. A CT scan showed a large bruise behind the throat that was blocking the airway. The patient was sent to the ear, nose, and throat (ent) department for a tracheotomy and was admitted to the hospital. There has been no reported additional impact to the patient as a result of the required intervention.